Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery was beyond 5-year service life and would not charge. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) discovered the battery problem while servicing the device. The customer did not have a battery replacement available. The customer requested to cancel the repair until the battery is replaced and declined further service at that time. The customer will inform philips once they have replaced the battery. The investigation concludes that no further action is required at this time. The device remains at the customer site. Should the customer elect to proceed with evaluation or repair in the future, a new service order will be created and managed through philips¿ standard complaint handling process, and a supplemental report will be submitted.